Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-03054 & 1627487-2013-03055. The patient received 2 scs leads with different lot numbers. It was reported, the patient is not receiving stimulation in her left arm. The physician believed either the patient's scs lead or scs extension is fractured. It was also reported, the patient experienced a fall. Surgical intervention will be taken at a later date to address the issue.